Manufacturer narrative:
One 72203380 healicoil pk 5.5mm suture anchor was used for treatment, but was not returned for evaluation. Definitive conclusions, accurate investigation and evaluation were limited. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. IFU incudes precautionary statements, instructions and/or recommendations for proper use of product. Per IFU: ¿it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation.¿ per clinical conclusion: without the requested radiographs, the exact location of the retained broken anchor is unknown. Since the retained healicoil anchor is an implantable component, biocompatibility is not an issue. However, in addition, it was reported that additional bone holes were required to use the backup device and the impact to the patient of these holes is expected to be minimal. It has not been communicated if a revision surgery will take place to remove the retained component. Based on the information provided the breakage of the suture anchor is likely due to the insertion sites not being prepared with appropriate instrumentation prior to implantation. No further clinical/medical assessment is warranted at this time. Lot and complaint reviews were completed. Final product met specifications upon release to distribution.

Manufacturer narrative:
Foreign zipcode: (B)(6).

Event description:
It was reported that, during a rotator cuff repair, the healicoil anchor was inserted and it broke off. Not all the pieces were removed and a void was left in the patient bone. There was a backup device available. No delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.